Event description:
During the index procedure, one endeavor rx drug eluting stent was used to treat a lesion in the rca. Approx 27 months post index procedure, the patient suffered a hemorrhagic duodenal ulcer which was treated with a blood transfusion and clipping. The patient is in remission. The investigator assessed that the event was not related to the device. The patient was on aspirin and clopidogrel at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.